Event description:
It was reported that during an attempted implant the stylet would not advance through the superior vena cava (svc) portion of the right ventricular (rv) lead. Another lead was used and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. This lead model does not have an svc component.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).